Manufacturer narrative:
(B)(4). Concomitant medical products: extended neck offset size 14 x 149mm stem length 12/14 neck taper standard body collarless uncemented femoral stem, catalog#: 00786401420; lot#: 62645373. 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners, catalog#: 00875705401, lot#: 6292691. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately 2 months post implantation due to dislocation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent an initial right total hip arthroplasty and approximately two months later the 1st revision was performed due to dislocations. Subsequently had multiple dislocations and was revised approximately seven years later. During the revision noted ruptured fascia layer, capsule and short external rotators deficient, instability, poor tissue tension, and proximal femur fracture while removing stem. The stem, head and polyethylene liner were exchanged, and cerclage wire placed on femur. Ruptured fascia layer with remnants found anteriorly and posteriorly. Capsule and short external rotators deficient posterior which is consistent with previous surgery and instability. Radiographs were provided and reviewed by a health care professional. Review of the available records identified anatomic alignment of the right hip arthroplasty. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.